Event description:
Patient was injected with collagen in vermilion borders and vermilion of upper and lower lips. Three hours after injection the left half of the patient's upper and lower lips rapidly swelled to twice their normal size. The physician prescribed 50mg. Of benadryl, p.o. An hour later the patient's lips swelled up on the right side. The physician then prescribed prednisone. After 12 hours the patients swelling had reduced by 50% and after 24 hours the swelling was resolved.